Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the customer's blood glucose values have been in the 300 mg/dl and 600 mg/dl ranges. The patient treated via manual insulin injection. The caller stated that their battery cap appeared stripped and that the top of the battery compartment was worn. During troubleshooting for the physical damage, the caller confirmed that the insulin pump screen was legible and the device functioned as designed. The caller was advised to monitor the insulin pump. The insulin pump was not returned for analysis.